Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the patient has to go see the surgeon to see if she is a candidate for a revision. Rep did not know if that appointment has been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer (rep) representative regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep is currently w/ patient who is unable to get stimulation on her lumbar ins. Cervical is good. Impedances 0-4 are all over 9,000 and 10,000 ohms. Electrodes 5,6 <(>&<)> 7 are 978-1019 ohms. Discussed programming electrodes 5, 6 <(>&<)> 7 to see if patient gets therapy benefit. Caller became aware of issue yesterday. Unknown when issue first occurred as patient has poor memory issues, it was sometime after the cervical ins replacement in february (definitely working in february). Additional information was received from the rep. The rep reported that the cause of the high impedance was not determined. The patient didn't report any falls or accidents. The rep was not able to establish effective stimulation. The patient would like to get a revision. Patient weight was estimated to be 200 pounds.